Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead was explanted due to an infection. No further information is available.